Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. An x-ray was performed and no abnormalities were seen, so the physician suspected there was a micro-dislodgement. The patient was rechecked again and a revision procedure was then scheduled. At this time, the lead remains in service, but will be repositioned. The patient is not dependent and no asystole has occurred, but they do feel as though they have less endurance compared to right after the implant procedure. There have been no adverse patient effects reported.

Event description:
Additional information was received which indicated the repositioning procedure occurred, but was not successful. During the procedure, the physician could not get the helix to retract. The patient will now be scheduled for a lead extraction procedure. There were no additional adverse patient effects and all sensing and impedances were stable, but thresholds remain high.